Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2024-00692. It was reported that the patient was experiencing ineffective therapy as patient was not receiving any left sided coverage. Reportedly, the patient had a fall. X-ray imaging revealed that the leads have migrated to the right. As a result, surgical intervention may be undertaken to address the issue.